Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-dec-07. It was reported that the stall resolved by itself after the patient removed their heated jacket. The stall resolved and the symptoms resolved. The information was confirmed with the hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 200 mcg/day. The reason for use was intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation. Pump status and/or event log report motor stall occurred, and it was noted as active. The patient did not recently have an MRI. The patient's pump stalled 7:30pm last night ((B)(6) 2018). The patient came into the office and the rep verified the pump is still in an active motor stall. Caller stated there were no MRI interactions and they were going to speak to the patient about emi (electromagnetic interference) or magnets. Caller stated the patient has symptoms of withdrawal, they were itchy and had spasticity. The rep will re-check the patient's pump to see if it recovered and will program the patient's pump to minimal rate in case it recovers. Pump replacement was reviewed and that they should send the pump back for analysis if explanted. The rep agreed and will follow up with the hcp. Emi considerations were reviewed and it was confirmed there are no emi/magnetic sources present. Telemetry state was reviewed and they discussed re-interrogating pump with logs. Motor stall considerations were reviewed, including to silence audible alarms, to consider pump replacement, to consider programming minimum rate, to cover the patient with non-pump medication, and to periodically interrogate pump for stall recovery. Additional information was received from the rep on (B)(6) 2018. The rep called back to review potential causes of motor stall. They reviewed potential for magnetic interaction, however it was explained those typically are fairly short stalls. She also said the pump showed a recovery tonight ((B)(6) 2018), so about 24 hours after the initial stall. It was explained even though the pump recovered, if there is a mechanical issue, it will likely stall again soon and may stall for a longer period or not recover at all. The rep stated she would talk with the hcp and review with them. There were no further complications reported/anticipated. Additional information was received from the hcp on (B)(6) 2018. It was reported that the hcp wanted to know if an electric blanket could have caused the motor stall. It was reviewed that due to the length of the stall it's not likely that an electric blanket would have caused the motor stall. They also reviewed the impact of magnetic fields on pumps and recovery times related to stalls. There were no further complications reported/anticipated.